Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove. The physician utilized the access ports and counter traction to remove the device without success. The device was disassembled to retract the locator wings and successfully remove the device. Hemostasis was achieved using manual compression. There were no other reported patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.